Event description:
Pt states she took glucose readings prior to lunch which read 335. Pt retested, 328 with retest. Pt then bolused 6.6 units humalog via insulin pump. Retested 10 mins later. Still in 300's. Began feeling sx of hypoglycemia. Tested once more/still in 300s. States her sps who is not diabetic tested his blood also and obtained a 315 reading. Pt then used an old meter and obtained blood glucose level of 40. States she consumed orange juice and sugar to treat hypoglycemia. Felt better as day went on. No dr visits or hospitalization. Therapy dates: has been using bd strips approx 5-6 yrs. Diagnosis for use: diabetes.